Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 24 mmol/l at the time of incident and other blood glucose was 23. 5 mmol/l. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. Troubleshooting was performed. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.